Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that to prevent the ventilator from sounding, the child is occluded from under-ventilation, and he should be positioned with the head hyperextended to ensure correct ventilation. There is a need for repositioning the child several times and these actions determine significant respiratory deterioration. The actual device is in use with the patient and will be provided for investigation after the therapy is done.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.